Event description:
On (B)(6) 2025, after removing a subdural hematoma (bilateral) from a man in his 50s who had sustained a head injury in a fall, a pso-pbt was inserted using a tunneling technique. 5 days of ict/icp monitoring was performed, and on (B)(6) 2025, a doctor, the primary surgeon, attempted to remove it. During the removal procedure, a portion of the catheter got caught in the surgical field, and the catheter itself could not be removed.

Manufacturer narrative:
Pending more informations to start further investigations.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 04/17/2025 (increment 25046) was not accepted. A pso-pbt catheter, no. (B)(6), returned relatively clean. No clamping marks on the tube as the catheter is apparently tunnelled. No capsule, pa tube greatly elongated (approx. 100 mm), glue cone still present but deformed due to elongation. Catheter zero achieved on (B)(6) 2024 (implantation announced on (B)(6) 2025), 5.2 days of measurements up to (B)(6) 2024, (explantation on (B)(6) 2025), average very low and close to 0 mmh monitor error e001. The catheter having been in use for several days, it is obvious that excessive and abnormal traction occurred at the time of explantation. No other observations.

Event description:
On (B)(6) 2025, after removing a subdural hematoma (bilateral) from a man in his 50s who had sustained a head injury in a fall, a pso-pbt was inserted using a tunneling technique. 5 days of ict/icp monitoring was performed, and on (B)(6) 2025, a doctor, the primary surgeon, attempted to remove it. During the removal procedure, a portion of the catheter got caught in the surgical field, and the catheter itself could not be removed.